Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; programmer interrogated with a known good rf (radio frequency) head with no issues. It was noted no rf head was returned with the programmer. (B)(4).

Event description:
It was reported the programmer often would not establish a link with a patient during a session. The programmer was swapped out and the problem was resolved. It was indicated that the programmer head was tried and it was not that. The programmer was returned for repair. No patient complications have been reported as a result of this event.